Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code cause not established was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question due to the patient was not sedated when the procedure was cancelled. H3 other text : the device did not return to bsc for analysis.

Event description:
It was reported that during a holmium laser enucleation of the prostate procedure, the console displayed a low power message error and during an inspection, it was found that the hr and oc mirrors are damaged. Then, the mirrors were replaced, and the system worked normally. There were no patient complications. This event is being reported for a rescheduled procedure with a patient under anesthesia. Additional information was received indicating that the patient was not under sedation when the procedure was cancelled.

Manufacturer narrative:
Additional email address: (B)(6).

Event description:
It was reported that during a holmium laser enucleation of the prostate procedure, the console displayed a low power message error and the procedure was rescheduled. During an inspection, it was found that the hr and oc mirrors are damaged. Then, the mirrors were replaced, and the system worked normally. There were no patient complications. This event is being reported for a rescheduled procedure with a patient under anesthesia or sedation status is unknown.